Event description:
It was reported that the tubing appeared to be leaking at the attachment site. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. G1, email address: (B)(6)